Manufacturer narrative:
The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that two dynesys instruments fractured during surgery on (B)(6) 2017. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the following event was identified: damaged instrument. 1 similar investigated event within 1 month for item number 01.03799.031 has been found. 2 similar investigated events for the lot number 15.145327 have been reported within this complaint. No additional investigated events for the lot number 15.145327 have been reported. An issue evaluation has been initiated. Review of event description: it was reported that two instruments fractured during surgery. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. The missing information was requested but was not available. Devices analysis: visual examination: two screws were returned of an investigation. There are deformations along the threads at the tip of both instruments. No further conspicuousness was found. Review of product documentation: inspection plan: characteristic no. 1 feature "gewinde¿ with scope of testing: 100%. Means of inspection: "gewindelehrring". Root cause analysis: root cause determination using dfmea: instrument/tray breaks, deforms, or parts remain in wound due to inadequate design for intended performance => not possible: a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument/tray breaks, deforms, or parts remain in wound due to material properties insufficient for design => not possible: a systematic issue with design would have been detected as part of the issue evaluation assessment. Damage of surface, fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible: visual examination did not show any corrosion. Device breaks or deforms during surgery, particles remain in wound or affect usability due to impaction/torque force on instrument/tray during correct use => possible: too high forces might have been applied to the coupling screws, leading to the damage of the instruments. Damaged instruments/trays, implants or body or wrong operational step due to surgeon or staff unfamiliar with implantation technique => possible: too high forces might have been applied to the coupling screws, leading to the damage of the instruments. Instrument/tray breaks or deforms due to damage of instrument/tray through incorrect use (e.g. Breakage etc.) => possible: too high forces might have been applied to the coupling screws, leading to the damage of the instruments. Conclusion summary: two coupling screws were returned for an investigation. The threads of both screws have deformations. The threads have been inspected with a scope of 100%, therefore a manufacturing issue seems very unlikely. According to the surgical technique 06.01285.012, the coupling screw serves to pull the pedicle screw towards the screwdriver (ref 01.03799.030). The coupling screw is not intended to transfer high levels of torque. The screwdriver however is designed to deliver the torque to place the implant. Therefore it might be a possibility, that too high forces have been applied to the coupling screws or they have been inserted at an angle, leading to the deformation of the threads. However, an exact root cause could not be determined. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. Zimmer biomet's reference number of this file is (B)(4).